Manufacturer narrative:
This report is submitted on november 9, 2020.

Event description:
It was reported that the battery charger plug was burnt while in use. The equipment was advised to be removed from service, and a replacement was sent. No reports of patient injury are associated with this event.